Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 20mar2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) with the large 6-inch roller pump in the arterial position. There were two instances of the arterial roller pump stopping and a display message that read 'service pump' displayed with no audible alarm. Both times the pump was able to be restarted, and since the aortic cross clamp was not yet on, the team was able to resume ventilation and come back off bypass in order to change out the arterial roller head, and then resume bypass. There was a delay while this change out was being performed, with no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
Correction to the previous medwatch that the field service representative (fsr) replaced the display and the display to pump board cable, not the entire roller pump. Per data log review: the pump was being used in the arterial position and was paused at 11:09:32am and the lid was opened triggering a 'lid open' message to be displayed. This event 'error pod operational status timeout' was reported in the 24 hour log twice, once at 11:09:32 and once at 11:10:14am. It immediately went offline at which point the central control monitor (ccm) lost the pump status. A new pump was assigned as an arterial pump at 11:10:56am. The roller pump log does not show any motor voltage (vmot) supply voltage failure or overcurrent conditions. It could be an intermittent connection or an internal short with the pump lid wires. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display and cable to lab use only (luo) testing equipment. There were no functional issues observed with either the display subassembly or the associated cable. The parts were evaluated independently from one another. The display function was acceptable, provided that the cable between the pump module and display were fully seated at each connection. It was determined that the roller pump display and cable met specification.

Manufacturer narrative:
Per the perfusionist, it was observed during cpb that the reservoir level was increasing but there was no alarm, and the roller pump was stopped with a 'service pump' message displayed. The roller pump would resume function once rebooted and the flow increased but the issue occurred again. Since the cross clamp was not on yet, the team started ventilation and weaned the patient off bypass. The roller pump head was replaced, causing a delay. The patient remained stable and cpb was resumed. The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical and visual testing and troubleshooting was performed, and no issues were observed. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was an unknown delay, no blood loss, nor adverse consequences to the patient.